Event description:
The customer reported no video image on the monitor when x-rays are made.

Manufacturer narrative:
The ge svc rep arrived on-site and found the system would boot all the way up and fluoro with no problems. After system sat for short time on it, rebooted to 5 arrows on mainframe and workstation was booted all the way. System lost nodes in mainframe. The ge rep removed and replaced the passive backplane assy, sbc kit, image processor pcb, display adapter pcb, hard drive, cine drive, generator interface pcb, fluoro functions pcb, mainframe backplane, interconnect cable, and battery packs. He booted system and loaded ver 29 software. He reloaded cal and config files, reformatted cine drive, he tested system by booting system with no errors and fluoroing and saving images. Tested cine drive by recording a subtraction study. System is operating as intended.